Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound and capsular contracture, baker grade unknown. Later it was confirmed that there was no capsular contracture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture. Photos of the explanted device have been received; evaluation yet to begin.

Event description:
Healthcare professional later reported rupture, and lymph node with silicone.

Event description:
Healthcare professional reported, right side rupture. Diagnosed via ultrasound. And capsular contracture, baker grade unknown. Later, it was confirmed, that there was no capsular contracture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. No other observations observed, no further actions are required.